Event description:
The customer reported to olympus the spin thoracic navigation system was being used during a dye marking localization procedure prior to a laparoscopic biopsy when the image and instrument were being shown on screen to move erratically despite the device remaining stationary. Another always-on tip tracked needle was used but displayed the same problem during device registration. Because the navigation could not be used, the procedure was cancelled after 30 minutes of the patient being under anesthesia with plans to complete the biopsy via a cone-beam CT and a laparotomy procedure. Despite the procedural delay and changed plan, there was no harm to the patient reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to the initial medwatch as the subject device will not be evaluated as this complaint is related to a product that is currently being removed from the market. Therefore, this device is being investigated under the recall associated with this product. If additional information becomes available, this report will be supplemented accordingly.